Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and mildly tortuous posterior tibial artery. After a 175cm non bsc guide wire was crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).